Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 4.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient experienced cannula issues with four infusion sets. The cannulas were kinked. The events occurred on 19-may-2024, 23-may-2024, 29-may-2024, 01-jun-2024. Infusion sets were used for a few hours. Patient noticed symptoms within 3 hours of insertion. Patient replaced the infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.